Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to following. There was the contact failure between the electrical contacts of the subject device and the video connector socket of the video system center, which was attributed to the bad connection of the subject device and video system center, the moisture and/or the foreign material. The camera cable was damaged. The subject device was damaged due to the invasion of the water into the subject device and/or the external force. The subject device was connected to the video system center while the video system center was power-on, consequently the electrical circuit of the subject device was damaged.